Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cervical probe was deformed. There was no patient present when this issue was observed.

Manufacturer narrative:
The device was returned for analysis and it was found to have a slightly bent tip. The probe returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.